Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted. It was reported to medical records on (B)(6) 2012 that this patient presented to (B)(6) on (B)(6) 2012 and bacteria was found. The possible source was the ICD leads. Patient was then transferred to (B)(6) medical center for evaluation on (B)(6) 2012. Patient was managed with IV abx with the decision to have patient retain the leds. Patient was discharged on (B)(6) 2012 with instruction to follow up with pmd with in two weeks. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).